Manufacturer narrative:
The customer was instructed by a siemens field service engineer (fse) via telephone to perform the ise cleaning procedure. A fse was later sent to the site to verify instrument performance. Analysis of the instrument and instrument data indicates that the cause of the discrepant na, k and cl results was due to the customer not routinely performing daily maintenance. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
The customer was instructed by a a siemens field service engineer (fse) via telephone to perform the ise cleaning procedure. A fse was later sent to the site to verify instrument performance. Analysis of the instrument and instrument data indicates that the cause of the discrepant na, k and cl results was due to the customer not routinely performing daily maintenance. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
The customer was instructed by a a siemens field service engineer (fse) via telephone to perform the ise cleaning procedure. A fse was later sent to the site to verify instrument performance. Analysis of the instrument and instrument data indicates that the cause of the discrepant na, k and cl results was due to the customer not routinely performing daily maintenance. The instrument is performing within specifications. No further eval of the device is required.

Event description:
Discrepant advia 1200 sodium (na), potassium (k) and chloride (cl) results were obtained. The results were reported and questioned by the physician. The samples were retested and corrected reports were issued. There are no reports of pt intervention of adverse health consequences due to the discrepant sodium, potassium and chloride results.

Manufacturer narrative:
The customer was instructed by a a siemens field service engineer (fse) via telephone to perform the ise cleaning procedure. A fse was later sent to the site to verify instrument performance. Analysis of the instrument and instrument data indicates that the cause of the discrepant na, k and cl results was due to the customer not routinely performing daily maintenance. The instrument is performing within specifications. No further eval of the device is required.

Event description:
Discrepant advia 1200 sodium (na), potassium (k) and chloride (cl) results were obtained. The results were reported and questioned by the physician. The samples were retested and corrected reports were issued. There are no reports of pt intervention of adverse health consequences due to the discrepant sodium, potassium and chloride results.

Event description:
Discrepant advia 1200 sodium (na), potassium (k) and chloride (cl) results were obtained. The results were reported and questioned by the physician. The samples were retested and corrected reports were issued. There are no reports of pt intervention of adverse health consequences due to the discrepant sodium, potassium and chloride results.

Event description:
Discrepant advia 1200 sodium (na), potassium (k) and chloride (cl) results were obtained. The results were reported and questioned by the physician. The samples were retested and corrected reports were issued. There are no reports of pt intervention of adverse health consequences due to the discrepant sodium, potassium and chloride results.